Manufacturer narrative:
The cause of the discrepant pt results is unknown. The siemens diagnostics inc. Field service engineer examined the instrument and found no obvious instrument malfunctions but proactively replaced the barcode reader. The pattern of repeat results for the two patients was highly suggestive of the reversal of the two samples when loading the instrument with samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant prothrombin time (pt) results were obtained on two patient samples. The result for one of the patients was reported to the physician who questioned the result. The result on the second patient was not reported. The samples were repeated on the same analyzer and results were obtained for the two patients in agreement with expected values. It is unknown if the patients were treated on the basis of the discrepant pt results. There is no report of adverse outcome to the patients as a result of the discrepant pt results.